Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator for other chronic/intractable pain (trunk/limbs). It was reported that the patient had pain above the implant on the lower part of the rib area. It was noted that there was scar tissue in the area. The patient started having pain in the area about three months prior to (B)(6) 2013. The patient indicated that there was more scar tissue in the area that was causing pain. The patient started to ask about an MRI for the area then asked if she would still have nerve pain if the area if the spinal cord stimulator was taken away. It was noted that the patient had her colon removed and the lead was placed in the nerve damaged area. Additional information was received from the patient. It was reported that the patient had pain around the ins. The symptoms had a gradual onset over the five to six years prior to (B)(6) 2014. The managing doctor believed that the pain around the ins was caused by scar tissue (fascia). The pain was acute, was a 10, and was even worse in the winter. It was noted that the ins was for the patient¿s colon and not her back. The patient had eight inches of her colon removed due to diverticulitis and when the surgeon lasered the patient they caught nerves. The ins was in the left hip, slightly toward the back and the leads went almost to the vagina. The ins killed the nerve pain. Additional information was received from the patient. It was reported that the implant was really bothering the back side a lot where the patient sat. A manufacturer representative (rep) said it was in the wrong place and should not be. The ins was removed because it was time to replace the battery so they took it out. The patient had the replacement in 2015 and the ins was moved from the left buttock to the stomach area not very far from the belly button. They did not remove the leads as there was too much calcium deposit and they couldn¿t do it. It was noted that a rep was notified of the implant being in the wrong place in 2015. Additional information was received from the rep. It was reported that the rep did not recall the appointment with the patient or the battery pocket of the patient. The rep reported that he could confidently say that he would certainly not tell any patient that their battery was in the wrong place. It was noted that if the patient preferred the battery in the front instead of the back then that would be between the patient and the physician. If the physician believes the patient will reap advantages by having an abdominal placement then the physician can move it. It was also noted that since all implanted patients have scar tissue it didn't raise any flags for the rep when they talk about their battery pockets. The rep did not recall the complaints made by this patient. No further complication were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3987a, lot# n075267, implanted: (B)(6) 2007, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3987a, lot# n075267, implanted: (B)(6) 2007, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.